Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The manufacture date cannot be identified since the subject device was not returned. Based on the results of the investigation, the root cause could not be conclusively determined since the device was not returned for evaluation. From past investigations it is likely the event occurred due to one of the following reasons: -the distal end of the sheath was pressed against tissues of the trachea, bronchi, esophagus and surrounding organs. -the scope was forcefully pushed into the patient¿s body while the sheath was pressed against the tissue causing the sheath to bend. -when an attempt was made to extend the needle while the sheath was bent, the tip of the needle was caught in the bent area of the sheath. As a result, the needle could not be extended. -the needle protruded from the side surface of the sheath when an attempt was made to extend the needle by forcefully applying a force to the operating portion while the needle could not be extended. The instruction manual contains the following warnings regarding this event: "take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. ·do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. ·turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. ·if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The reported issue was found after a few passes with the needle during a diagnostic endobronchial ultrasound (ebus). There was no delay to the procedure and it was completed using a new olympus vizishot needle with a different lot number.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus sales representative (behalf of the customer) reported to olympus on the single use aspiration needle that after the physician removed the vizishot from the bronchoscope, noticed the needle punctured through the end of the guide sheath. No harm or user injury were reported.